Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomed reported the device will not power on. No patient involvement.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4). The customer evaluated the device.